Event description:
Ventilator inop was reported by the customer. It is unknown if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.